Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that led to multiple noise reversions. Programming changes were made. There were no patient consequences.

Event description:
New information received indicates more noise reversion episodes were seen on the right ventricular lead. It was noted that the patient was not dependent. The noise was not reproducible in clinic. Additional programming changes were made. The patient was in stable condition.